Event description:
It was reported that a patient presented in clinic for a follow up. Device interrogation revealed overestimation of battery life on a pacemaker. No changes or interventions were performed. There were no patient consequences.